Event description:
The customer indicated that a patient had a urine sample tested with an icon 25 hcg test kit and the hcg results were negative (-). The urine sample used was not the first morning void. After about a week, the patient returned and indicated that they were now 12 weeks pregnant. The customer indicated that there has been no change to patient treatment that can be attributed to this event.